Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID neu_unknown_ext lot# serial# unknown implanted: (B)(6) 2010 explanted: (B)(6) 2015 product type extension product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2010 explanted: (B)(6) 2015 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The leads and extensions were implanted (B)(6) 2010. No further complications were reported/ant icipated.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial unknown, explanted: (B)(6) 2015, product type extension; product ID neu_unknown_lead, lot unknown, explanted: (B)(6) 2015, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported the whole system was explanted in 2015 due to poor effect. There was not more than 50% of symptoms reduced. Troubleshooting and cause were unknown. No further complications were reported/anticipated.